Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with lead noise on the right ventricular lead. The noise was over-sensed. It is believed that the noise is due to the lead. The lead was explanted on (B)(6) 2018 and replaced. No further information is available.

Manufacturer narrative:
A partial lead with the pin measuring 11.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.